Manufacturer narrative:
For the analysis the grip sleeve has been removed as necessary for the reprocessing after a treatment. It was visible that there has been some residue of blood and tissue encrusted on the components. A short testrun showed that the bearing at the front end showed signs of wear. This was finally also the root cause for the heat up. To avoid such incidents the IFU contains notes and warning for the correct handling and use of the product: 2.1 infection hazard patients, users or third parties could be infected by contaminated medical devices. > take suitable personal protective measures. > follow the instructions for using the components. > before the initial startup and after each use, prepare and sterilise the medical device and accessories accordingly. > carry out the cleaning and sterilisation as described in the instructions for use. The procedure has been validated by the manufacturer. > it is essential to ensure the effectiveness of the cleaning and sterilisation in the case of deviation in procedure. > prior to disposal, the product and accessories must be appropriately prepared or sterilised. The 2.2 technical condition a damaged device or components could injure patients, users and third parties. > only operate devices or components if they are undamaged on the outside. > check that the device is working properly and is in satisfactory condition before each use. > if there are any broken or damaged parts or clearly visible changes on the surface, the parts must be checked by the service. > safety checks may only be performed by trained service personnel. > if the following defects occur, stop working and have the service personnel carry out repair work: - malfunctions - damage - irregular running noise - excessive vibration - overheating - dental bur or diamond grinder are not firmly locked in the handpiece. Caution: heating of the product. Burns or product damage from overheating. > do not use the product if it is irregularly heated. > the medical device is too hot while working: service the medical device.

Event description:
During a dental surgical treatment the front end of the handpiece got hot and caused a burn on patients lip. The dental office denies to supply further details, hence date of event, age and gender can't be supplied.